Event description:
It was reported that stent movement on balloon occurred. A 2.50mm x 16mm promus element ¿ stent was selected. When the stent protector was removed, it was noted that the stent moved on the delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
. Device evaluated by MFR: device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent was partially expanded. The partially expanded stent appears to have a tapered profile. The maximum profile was found to be at the proximal end of the stent during the manufacturing process. The observations of the stent would suggest that the stent was partially expanded with the distal end experiencing the greatest change in profile. A further review of the batch records at the stent crimping process found that the crimp temperature, crimp force & crimp duration are all within the specified limits. The product stent protector was returned for analysis with the device. The stent protector was measured and met specification, therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.   (B)(4).

Event description:
It was reported that stent movement on balloon occurred. A 2.50mm x 16mm promus element ¿ stent was selected. When the stent protector was removed, it was noted that the stent moved on the delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.